Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose (bg) level was 346 mg/dl with was addressed with a bolus delivery via the pump. Reportedly, the customer primed the tubing, removed the air bubbles, and resumed using the pump for insulin therapy.